Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and left ventricular lead had pulled back. No intervention was performed. The leads would continue to be monitored and the patient was stable. Related manufacturer reference number: 2017865-2019-17111.